Manufacturer narrative:
Additional information regarding the event, product, or patient details has been requested of the reporter by allergan; no additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma or seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Physician reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on aug 30, 2017 with lot number 621402. Visual analysis of the returned device identified: linear opening, flat creases, white and yellow particles. A leak test was perform and was found four openings. A microscopic analysis of the returned device identified three curved striated opening on anterior and posterior side assessed as surgical damage, a curved sharp opening on posterior side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification) and non penetrating nicks. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: three curved striated openings assessed as surgical damage. A sharp opening due to unidentified(tear) opening.

Event description:
The device has been explanted.